Manufacturer narrative:
Additional information was received on july 15, 2025, and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges of chronic bronchitis. No medical intervention was required by the patient. The sections b1, b2, h1, and h6 have been updated or corrected in this report as follows: section b1 was corrected for adverse events (the product problem was checked in the previous MDR.) Section b2 was corrected to other serious injury. (Previously, it was product problem.) Section h1 was changed from product problem to serious injury. Section h6 updated in this report.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges of chronic bronchitis. No medical intervention was required by the patient. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed